Event description:
It was reported during in clinic follow up that the atrial and ventricular lead exhibited noise. During lead extraction, fracture was noted on both leads. They were successfully explanted. No patient consequences were reported.